Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a small right apical pneumothorax which was found on a post op x-ray after a superdimension procedure. The chest x-ray was repeated a few hours later which revealed a slightly enlarging pneumothorax and the patient was treated with a chest tube. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient was admitted to the hospital for chest tube placement and given oxygen as standard of care. Additionally the patient developed a fever and was treated with antibiotics. The physician states that this was a difficult biopsy. He reported that the pneumothorax cannot be attributed to any specific tool but was related to the enb procedure. The patient reportedly did well and was subsequently discharged. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
New information from the physician attributing the pneumothorax to the device and the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.